Event description:
This spontaneous report was received from the treating physician (not the injector). The pt was injected with 1.5 ml radiesse for correction of nasolabial folds. The pt self-referred to the physician five days after injection and experiencing swelling and necrosis. The physician feels there is involvement of the inferior and superior labial arteries and the angular artery, the pt now presents with moderate necrosis of the upper and lower lip and the nlf region. Pt is on antibiotics prophylactically, alternating warm/cold compress, arnica, and undergoing hyperbaric treatment. Pt is showing improvement and a full recovery is expected.

Manufacturer narrative:
Pt's recovery status was requested and not received, the device history records for the injected radiesse lot were not reviewed as the lot number was unk.